Manufacturer narrative:
(B)(6). Manufacture date: march 22, 2016 ¿ march 23, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a liquid leak was identified from the filing port of a large volume infusor after filling with solution. There was no patient involvement. No additional information is available.